Manufacturer narrative:
The full name of the initial reporter in is (B)(6). The full name of the event site was shortened due to field character limit; the full name is (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse cleaned the screen connections with crc cleaner, reconnected the same, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during transport the cardiosave intra- aortic balloon pump (iabp) was hit, and the screen would not display correctly. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h10, h11 corrected fields: b5, d1, d4 (version or model #, catalog #, unique identifier (UDI) #, d5.

Event description:
It was reported that during transport the cs300 intra- aortic balloon pump (iabp) was hit, and the screen would not display correctly. There was no patient involvement, and no adverse event reported.

Event description:
N/a